Event description:
It was reported that the patient presented to clinic for follow up, upon interrogation the pulse generator exhibited backup vvi mode. After a software download, normal device function resumed.